Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction added to field: h6 (component code, corrected to tube / cylinder). New information added to the following fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material in the air/water cylinder, air/water channel and auxiliary water channel could not be determined since there was no deviation from instructions for use in reprocessing steps for the locations with foreign material, and no physical damage was found at the locations. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the air/water cylinder, the jet tube and air/water tube had foreign objects. There were no reports of patient involvement.